Event description:
The customer reported the pacing functionality failed. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the pacing functionality failed. There is no reported pt involvement. The device was evaluated by a philips field service engineer and the reported symptom was confirmed. The power pca was replaced to resolve the symptom and the device successfully passed all testing.